Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the scala with hook part of depth gauge (part# 03.019.017.01, lot# unknown), for multiloc humeral nailing system (part number 03.019.017) was returned with complaint category of ¿broken: procedural step unknown¿. The complaint description states ¿it was reported a depth gauge was discovered broken during sterile processing. It was reported the centerpiece of the depth gauge was broken where the grip meets the hook.¿ the depth gauge is used as an alternate technique during the screw length determination process in the multiloc humeral nails technique guide (j9981-b). The needle was not returned since based on the returned body it is evident that the needle was sheared-off during the cleaning process as mentioned in complaint description. It is unknown if the needle was protected during the sterilization process and if excessive force was placed against it, which would cause it to break. Drawings 03.019.017.01 (se_408345 rev. B) and 03.019.017 (se_408386 rev. B) were reviewed and the design is adequate for its intended use and did not contribute to this complaint condition. Since it is unknown if the needle was protected during the sterilization process the root cause for complaint is indeterminate. The global complaint history between january 2008 to current was reviewed for part number 03.019.017 and there are 2 relative global complaints. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a depth gauge was discovered broken during sterile processing. It was reported the centerpiece of the depth gauge was broken where the grip meets the hook. The event was not related to any specific case or patient. This is report 1 of 1 for (B)(4).